Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The downstream occlusion seal was replaced as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed accuracy +6.25% and the event occurred during testing.